Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time.

Event description:
This report is being submitted in response to user facility medwatch report # mw5071323 that was received from the FDA on august 23, 2017. The event description states the following: "patient underwent successful percutaneous revascularization of the right artery with angioseal deployment. Patient was discharged home. Patient was admitted to hospital due to right groin abscess and sent to surgery for I and d and exploration of right groin with removal of foreign body. Patient underwent second surgery for removal of packing from wound and placement of wound vac to groin site. Pathology labeled "foreign body" is a 9 cm length of rigid plastic green tubing with a consistent diameter of 1.5 mm. There is a central narrow lumen. Patient remains hospitalized."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide codes and the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on (B)(6) 2017. The patient was discharged to go home. It was reported to be a successful percutaneous revascularization of right coronary artery. There were other devices used with the reported angio-seal device. At the time of the procedure, the angio-seal functioned as intended. The following were the other devices or equipment used with the reported product: merit medical 4fr x 11cm prelude pro, cordis jl4.0, cordis 3drc catheter, medtronic jr 4.0, abbott 0.014 x 190cm pilot 150, euphora semicompliant balloon 2.5x12, cordis angled pigtail, amplatz super stiff 0.035x75cm, terumo straight glidecath, brite tip 6r x 23cm dilator only, cook lunderquist extra stiff wire guide.